Event description:
Procedure type: cholecystectomy. According to the reporter: the fascial suture was found to be broken and the knot had also come untied leading to the dehiscence. The fascial layer of the incision was closed with a running double-looped 1 surgipro. The subcutaneous tissue was brought together with 2-0 polysorb. Difficulty resulted in unintended colostomy, formal laparotomy. Re-operated 5 days later due to dehiscence. No unanticipated tissue loss. There was irreversible tissue damage as a result of this problem. Solved by re-closing dehiscence. There was an unanticipated extension of the incision by more than one inch because new secondary incision. No unanticipated blood loss of 500cc or more. Surgical time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. No device fragment left in the patient.

Manufacturer narrative:
(B)(4).